Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one valeo pta dilatation catheter was returned for evaluation. The stent noted to be proximally dislodged and with crimp marking was also observed under microscopic observation; no other anomalies were noted during the visual evaluation. No functional testing was performed due to the nature of the complaint. Therefore, the investigation was confirmed for the reported stent dislodgement as these anomalies were noted during the visual evaluation, and the crimp mark was also noted under microscopic observation. A definitive root cause for the reported stent dislodgement could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2024), g3. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, stent allegedly slipped off balloon part back into the catheter. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 04/2024). Device pending return.

Event description:
It was reported that during a stent placement procedure, stent allegedly slipped off balloon part back into the catheter. The procedure was completed by using another device. There was no reported patient injury.